Event description:
It was reported the camera head displayed a e226 error code and had no image prior to a therapeutic procedure. The procedure was postponed to a later date. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device evaluation found the customer's allegations of an e226 error code and no image were confirmed. Additionally, there was a cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a cable malfunction caused a communication failure and no image output. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a e226 error code and had no image prior to a therapeutic procedure. The procedure was postponed to a later date. There were no reports of patient harm.